Event description:
It was reported to philips that the device was dropped and it keeps rebooting. There was no patient involvement. The field service engineer (fse) evaluated the device and found it keeps rebooting. The processor pca and therapy pca need to be replaced. The therapy pca was returned for failure analysis. The findings was therapy pca failed defib test due to a damaged resistor r188. Upon conclusion of the evaluation, it was determined that the therapy pca and a processor pca require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.